Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown; device code - unknown; date implanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown. Remains implanted.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. During the procedure, a discoloration was noted on the femoral stem prior to implantation. The surgeon discovered the discoloration was abnormal after the procedure was completed. No patient injury occurred as a result of the event and no revision procedure has been reported to date.